Event description:
Voluntary medwatch received states that the right atrial lead exhibited low pacing impedance, noise over-sensing which resulted in inappropriate atrial tachy response (atr) and possible lead degradation. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.